Manufacturer narrative:
This follow-up report is being submitted to provide additional required information previously not available. The following fields have been updated: b3, b4, d4, g3, g6, h2, and h4.

Event description:
While troubleshooting an ID 300/2 drying cabinet that displayed an error related to the uv lamp, the technician removed the bpa filter to check if all three lamps were functioning. The technician observed the lamps for less than five seconds on three separate occasions before closing the system. Exposure to the uv light, even for these brief moments, resulted in mild photokeratitis (a sensation similar to having sand in the eyes). The irritation was temporary, with no permanent damage, and vision returned to normal. According to the doctor's note, the technician was cleared to return to work the same day. No patients were involved in this incident.

Manufacturer narrative:
The service technician was not aware that he should not look into the uv lamp without protective eyewear. Personnel will be trained. Appropriate terms/codes are not available for adverse event problem categories "medical device problem code" and "investigation findings." We suggest: problem code: "problem associated with failure to use protective eyewear" investigation findings code: "inadequate training of technical service personnel."